Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that vitrectomy probe had failed to aspirate or vacuum at an unknown timing. The procedural type was unknown. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.11. Upon further review of the new information received for this complaint, it was confirmed that the reported suspect product and event was found to be a duplicate of mfg. Report number 1644019-2025-04869. Hence, no further reports will be submitted under mfg. Report number: 1644019-2025-04877. The manufacturer internal reference number is: (B)(4).